Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing and sensing functions of the device were verified to be operating normally. Visual inspection of the device identified a cored out hole in the rv setscrew seal plug. The observed noise on the rv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that noise was noted when it comes to this pacemaker as well as oversensing on the right ventricular (rv) lead. The rv lead and the pacemaker header were cleaned and reconnected but the noise persisted. The system was explanted and will be returned. No additional adverse patient effects were reported.